Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher scanned values while wearing the adc freestyle libre sensor compared to a competitor's brand meter. On (B)(6) 2021, a sensor scan of 106 mg/dl was compared to a glucose test of 55 mg/dl on the competitor¿s brand meter. The customer experienced hypoglycemic symptoms described as cold sweats, spasms, and was unable to treat themselves. The customer was brought to the hospital where an unspecified low glucose test was obtained on the hcp meter. The customer was provided intravenous glucose for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.